Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil disengaged. The surgeon re-cut the tissue at the application site and cauterized. The surgeon manually sutured and used another instrument to complete the procedure. The hospital has reported the pt's condition is unsatisfactory.